Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 06/17/2016 to report that the patient experienced a skin reaction due to the sensor adhesive on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Reaction was located on the arm and described as mild red, looking dry and flaky. Affected are was treated with an unnamed lotion prescribed for an unrelated issue. The date of the prescription was unknown. No additional patient or event information was provided. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.